Event description:
Allegedly, according to medwatch report (B)(4), a portion of pin broke during total knee arthroplasty. Retained in patient secure in bone. Surgeon unable to remove from bone, said it would not harm patient.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Additional information has been requested. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.(B)(4).